Event description:
Orig. Surg. 2000. Allegedly 5 weeks ago pt noticed clunking sound. While working out he noticed grinding and squeaking. Allegedly liner had fractured into pieces. Ball was left in place. Trunion head had pitting below ball. No impingement seen. Socket position was excellent. Revision surgery completed.

Manufacturer narrative:
Investigation is not complete. Product was not returned for evaluation. This is the same event as 1043534-2006-00060. Medwatch 3500a has not been received from user facility.